Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round moderate profile, 250cc, catalog number 3501635, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated, and patient was unhappy with the left implant outcome after implantation. As a result patient underwent bilateral removal on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
On 12/14/2018, mentor decided to exclude patient dissatisfaction code to update the codifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on 2/27/2019. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 2/05/2019, a manufacturing record evaluation (mre) of lot number 6523433 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).